Event description:
The customer stated that she was involved in a head-on collision due to low blood glucose levels. The customer felt fine prior to getting in her car, but her blood glucose levels plummeted shortly after. The paramedics were called, and the customer was taken to the emergency room. Troubleshooting was performed, and the insulin pump was programmed correctly. Unable to properly conduct the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.